Manufacturer narrative:
In response to FDA report number: mw5179963. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Unknown reporter reported via regulatory agency voluntary sus medwatch "a ruptured breast implant of an undisclosed side was identified during a physical exam." This record is for an unknown side. The device has been explanted and replaced with another manufacturer's device. It is unknown if the device will be returned.